Event description:
It was reported that a user experienced recurrent morning hyperglycemia before breakfast after performing a factory reset of the ilet, with glucose rising to a reported peak of 271 mg/dl and remaining above target for about one hour, without alarms or alerts, and without use of backup therapy or ketone testing. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no hospitalization, and no immediate health effects. Investigation included troubleshooting and education regarding algorithm behavior and relearning after a reset. Investigation of this case revealed no device alarms or malfunctions and no identified device component failure, with hyperglycemia of unclear cause following a reset during algorithm relearning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.